Event description:
It was reported that the graft is being ripped and will not pull through the zimmer skin graft mesher. Add'l clinical f/u indicated that the "gate or ledge" [comb] was stopping the carrier from moving through the cutter. It was reported that the [comb] was "backwards or misaligned" somehow. The graft was able to be removed and an alternate device was immediately available for completion of the planned procedure without further incident or delay.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.